Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer (fse) evaluated the ventilator and found related error codes in the ventilator memory. The fse was unable to duplicate the reported event. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a device alert and the safety valve opened. An inoperable error code was generated. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.